Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that a red alert was issued for this device indicating low shock impedance <20 ohms. The caller reported that there were not any low measurements shown in the daily measurements. Technical services (ts) reviewed the data in latitude and discussed the 21/24 hour clock situation and the 2 measurements in one day behavior. Ts suggested interrogating the device with a programmer or reviewing latitude at a later date to allow the 24 hour clock to expire. At that time, the measurement may or may not be available based on the 2 measurements in one day behavior. Ts discussed that we cannot guarantee that critical therapy is available. Ts discussed testing the system with a commanded 1.1 joule and maximum energy shock. No adverse patient effects have been reported.